Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event.

Event description:
It was reported that after the transseptal, a pericardial effusion was noted via the ice catheter. The patient's vital's were monitored and a stat echo was performed. The case was aborted and the patient was sent to ccu for monitoring. The following bwi devices were in use: carto 3 (11771), stockert (st-1142), coolflow pump ((B)(6)), catheter (1086259rt lot 15869521m), sheath ((B)(4), lot: 15326601), catheter (10135910, serial (B)(4)) and catheter ((B)(4), lot 15868278m). Reported by (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to update the outcomes attributed to adverse event (see section b2), correct the common device name and device procode (see section d2), correct the manufacturer's city (see section d3), correct the initial reporter information (see section e1), correct the health professional information (see section e2), delete the reporter's occupation (see section e3), correct the manufacturer's city (see section g2), update report source (see section g3), provide the PMA/510(k) information (see section g5), and provide the device evaluation results. The device referenced in this report was returned for evaluation. During the evaluation, the device was visually inspected and no physical damage was observed. The device underwent acoustic testing and it passed.

Event description:
Previously submitted. Refer to h10.

Manufacturer narrative:
This report is resubmitted on request by the FDA to correct field g6 to follow-up #1 report.